Manufacturer narrative:
Calibration and qc were acceptable. Many sample-related alarms were observed on the alarm trace data. The customer used a centrifugation time of 4 minutes. Based on the information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 20 ng/ml. The sample was repeated twice with results of < 3 ng/ml.